Event description:
It was reported that the pump dispenses insulin during the load cartridge phase.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: during evaluation the force sensor was found to be out of calibration. The pump emitted a no cartridge detected warning during the load cartridge step. A review of the pump history indicated that loss of cartridge detection had occurred which was duplicated during evaluation.